Manufacturer narrative:
Voluntary distributor narrative: the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with (B)(4) corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report: the (B)(4) representative reported on behalf of the customer that the sb936, unimax detachable pouch, broke inside a patient while performing a vats procedure on (B)(6) 2019. The specimen with cancer margins was left inside the patient's abdomen until another bag could be deployed. The 2nd bag retrieved the specimen. There was a 5-minute delay in surgery. There was no reported injury to the patient and the procedure was completed as planned. This report is being raised as a voluntary distributor report due to device malfunction with potential for injury upon reoccurrence.